Event description:
An overinfusion of morphine occurred. The nurse inadvertently programmed the wrong channel, setting the morphine rate to 30ml/hr for 30 minutes. There was no resultant pt complication.